Event description:
Patient reported the ok button on the infusion device works intermittently; has to press several times until the button responds. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to a careless handling of the product. Result the softcomponents of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. The buttons were tested successfully and the functionality fulfill the product specification. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.